Event description:
Our hospital's gi labs have experienced higher failure rates of the (B)(4) tjf duodenoscopes since use of the steris system ie reprocessors. Failures include leakage, and poor video image quality or loss of image. The failure and times required to repair scopes has required more resources to arrange for repairs, and has also required procurement of add'l endoscopes.